Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt1635 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017 the patient received oxaliplatin and fluoroacedyl in PICC line and when the fluoroacetyl injection was given, the patient complained of convulsive pain and a swelling was observed both above and below the PICC insertion site. The residues of the fluoroacetyl were aspirated from the PICC line. There was a 3 cm difference in swelling on the patient's arms. An ultrasound showed thrombosis in the left arm surrounding the PICC catheter with a "trumpet level" similar to vena subclavia. PICC was left inserted and the patient was prescribed innohep/tinzaparin subcutaneously. The PICC was not used at the next visit on (B)(6) 2017 because the arm was red below the PICC insertion site and was sore and swollen. Patient received ¿hirudoidsalva¿ to lubricate his arm. The patient went to the clinic on (B)(6) 2018 for another course with chemotherapy (oxaliplatin and fluoroacetyl) but there is no treatment given when the redness of the arm is spread more, the patient was in more pain, sore and stiff. It was stated that on (B)(6) 2018, thrombus appeared to be the same as on (B)(6) 2017 but could be followed up the v. Basic and v. Axilaris. The PICC was removed. No complications were reported and it was mentioned that the PICC "worked fine" during the patient's first treatment with chemotherapy. The PICC was removed.